Manufacturer narrative:
(B)(4).

Event description:
Failure mode "foreign material - stain" could be confirmed with picture attached. However it is necessary to receive the physical sample to perform a proper investigation, determinate the root cause & corrective actions. If the complaint samples become available at a later date, this complaint will be updated accordingly.